Manufacturer narrative:
(B)(4) : initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
There is a hole in the hub, so the chemical liquid leaks out through the hole. No harm.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported there is a hole in the hub. To aid in the investigation, eleven samples, one photo and one video were provided for evaluation by our quality team. Ten of the samples came in sealed packaging blisters and one sample came with no packaging blister. A visual inspection was performed and the sample with no packaging blister has a short shot around (B)(6)" from the bottom of the needle hub. Each sample was then connected to a syringe with saline solution. The sample with the short shot expelled solution through the needle and through the needle hub short shot. The photo and video provided show the sample with the symptom reported and confirmed. Previous investigations have confirmed a short shot from the molding has induced a similar symptom. After analyzing the molding tool, it was determined that wear in the stripper bushing could contribute to the defect. The stripper bushing was replaced in (B)(6) 2023. A device history record review was completed for provided material number 301507, lot 3055908. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received. There is a hole in the hub, so the chemical liquid leaks out through the hole.